Event description:
Article reviewed: outcomes of extracardiac fontan operation: a single institution experience with 398 patients. Authors ishigami s, king g, buratto e, et al.. J thorac cardiovasc surg. February 2025. Article covers a retrospective study of 398 patients from a single institution who underwent their initial extracardiac fontan operation between 1997 and 2020. The conduit was mainly 18-mm gore-tex® stretch vascular grafts in 279 patients. Other sizes used were 14mm in three patients; 16mm in 14 patients; 20mm in 69 patients, 22mm in 29 patients, and 24mm in four patients. All procedures were performed under cardiopulmonary bypass with a majority having a short period of cross-clamping for the creation of the lower anastomosis between the graft and the inferior vena cava, creation of the fenestration, and concomitant procedure such as an avv repair. The article mentions outcomes of two conduit revisions. For thromboembolic events, 19 patients, although asymptomatic, exhibited thrombus within the conduit on routine echocardiography during follow-up. From 1997 to 2008, three conduit revisions were reported. From 2009-2020, four conduit revisions were reported. Early fontan failure mentioned two thrombosis. Information was requested from author, but no details were provided.

Manufacturer narrative:
A1: internal case number was used as individual patient identifiers were unavailable. A2; a3; a4: patient mean age, gender and weight were entered based on article information. B3: event date was entered based on when article was available june 17, 2024 prior to print. Article reviewed: outcomes of extracardiac fontan operation: a single institution experience with 398 patients. Authors ishigami s, king g, buratto e, et al. J thorac cardiovasc surg. February 2025. Corresponding author was requested to provide specific details on any reported complications associated with the gore-tex® stretch vascular grafts. However, no response was received as of today. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.